Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion of the electrode lead into the external auditory canal. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 14, 2024.